Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was a power-on-reset (por). It was reported the por was due to patient compliance. Patient was unable to start a normal charge session at home. Por appeared and was cleared. Issue is resolved at this time. No symptoms reported. No further complications were reported/anticipated.